Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "before you begin, make sure you have the following items: 3.0 ml syringe and fill needle and vial of u-100 humalog or u-100 novolog insulin." H3

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded the cartridge using an insulin pen instead of the insulin syringe. Customer was educated on correct fill process. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 360 mg/dl.